Manufacturer narrative:
Additional information has been requested regarding the patient and device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on july 30, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). The patient has since had a new abutment placed on the sleeper fixture site.